Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -small and a hemostatic valve separation issue occurred. Hemostatic valve damage. It was reported that the operation, the hemostatic valve was not fully closed. A second device was used to complete the operation. There was no patient consequence reported. Additional information was received. To be more specific on what section broke/separated, it was the hub. It is unknown if the hemostatic valve (gasket) was dislodged inside or outside the hub. It is also unknown if the brim cap/hub become detached from the sheath. The sheath was not being used on the patient. Therefore, no air entered the patient¿s body and there was no blood return. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The investigation was completed on 14-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -small and a hemostatic valve separation issue occurred. Hemostatic valve damage. It was reported that the operation, the hemostatic valve was not fully closed. A second device was used to complete the operation. There was no patient consequence reported. Additional information was received. To be more specific on what section broke/separated, it was the hub. It is unknown if the hemostatic valve (gasket) was dislodged inside or outside the hub. It is also unknown if the brim cap/hub become detached from the sheath. The sheath was not being used on the patient. Therefore, no air entered the patient¿s body and there was no blood return. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged; however, it cannot determine if the hemostatic valve was inside the hub. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. This product issue will be addressed through bwi's quality system. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the customer received photo. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported hemostatic valve separation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received on 14-dec-2023 clarifying that the reported event under manufacturer report number 2029046-2023-02278 / manufacturer¿s reference number (B)(4) is a duplicate of the event reported under this report (2029046-2022-02267). As such any other information or updates will be reported to the FDA under this report. Therefore, added from manufacturer report number 2029046-2023-02278 the patient¿s gender and patient¿s age, processed the a2. Patient age at the time of event, a2. Age unit and a3. Gender fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).